Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ is experiencing a solid red x and chirping. There was no reported patient involvement.

Manufacturer narrative:
The reported customer issue was verified and duplicated in the lab. Failure was located to corrupted nor flash memory on som board of the processor pca. The unit was fully functional after replacing the som board. The available information is consistent with a malfunction of som board. The cause corrupted nor flash memory.